Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device header noted a centered hole in the right ventricular seal plug. Communication to the device could not be established, but it was confirmed that there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components, and visual inspection did not identify any abnormalities. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Pacing inhibition occurred frequently, letting the patient's escape rhythm at 30 beats per minute, consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.